Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
While opening the package for set up in a lap cholecystectomy procedure it was found that the packaging had a hole in the tyvek where the articulating knob was located in the package. There was no patient involvement.